Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally selected an incorrect meal size when announcing meals on the ilet, mixing up ¿less than¿ and ¿usual,¿ which caused anxiety but did not affect blood glucose; the agent guided a restart, completed setup, and assisted with the ilet mobile app, and the event reflected an incorrect procedure related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically a failure to follow instructions, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.